Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information has been received. Cause has not been identified. Patient has been unable to meet with provider due to covid restrictions. Sensations have dissipated. She is still experiencing both, but not as often. Patient has the ability to turn the therapy amplitude down and she was going to do this in a slow fashion, i.e, make a .5 volt change and wait a few days for symptoms to subside.

Event description:
Additional information was received that the patient has an appointment scheduled at which she will be receiving her new wireless recharger. A manufacturer rep will be present. Rep communicated with the patient and the patient says she is not experiencing the shocking nearly as much and that her charging is taking her 4 hours and she¿s looking forward to the new charging unit.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that around thanksgiving 2020, the patient felt shocking sensation. They patient had test done to see if there was an issue with the lead but found out the settings were programmed too high. The patient met with a manufacturer representative (rep) on (B)(6) who was able to lower the settings and that resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient has been experiencing a shocking sensation and a metallic taste in her mouth throughout the day. Patient device had at least 50% charge. She has been charging her device daily with no issues. Patient claims it is bothersome, but it's not painful. She has had no falls or environmental factors that may have contributed to this issue. Patient has 2 patient programmers but is unable to turn her device off . Manufacturer representative tried walking her through the process, but the programmer doesn't communicate with her device once she presses the "orange check mark" button. An appointment is schedule and rep will meet with her to check impedance. Additional information was received stating impedances were checked and everything was in range. Monopolar values were: 0 ~1500ohms 1 1154ohms 2 1984ohms 3 1516ohms. The rep said the tablet programming history showed that on (B)(6) the right side was at 3.5v and (B)(6) 2019 there was information from the initial programming session. The caller indicated that the therapy was consistently programmed (no significant changes) based on the information in the tablet. The patient has the ability to make amplitude adjustments but does not make changes. The rep was concerned about the fact that the clinician programmer was showing the charge density message at about 3.2v. The rep indicated that when she decreased the amplitude below the charge density warning level the patients symptoms got better, she didn't have the metallic taste but still experienced some shocking sensation. The rep was going to have the patient see their physician for further troubleshooting.